Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse determined the vacuum pump failed and caused the fluid leak. The fse replaced the vacuum pump. The unit conformed to the manufacturer's performance specifications. The customer has a standard protocol in place for chemical spills. The msds (material safety data sheet) was not reviewed.

Event description:
The affiliate reported the customer alleged a fluid leak involving access 2 immunoassay system. The customer confirmed the yellow fluid spill, from the access 2 system, created a 6-inch puddle in front of the unit. The customer suspected a possible liquid waste and noted the vacuum jar had a large amount of orange-brown residue inside. The customer noted the waste pump had been noisy since previous service. The customer confirmed there was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.